Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
A patient reported they experienced the events of left liquid (late seroma) around devices, increased volume diagnosed via ultrasound couple months ago, pain, and inflammation. Breast implant remains implanted.

Event description:
A patient reported they experienced the events of "liquid (late seroma) around devices", and "inflammation". The patient later reported, "asia syndrome", "dry mouth", "dry eyes", "blurred vision", "hair loss", "hearing problems", "weight gain", "uncontrolled menstruation", "loss of memory and concentration", "uncontrolled menstruation", "46 urine infections", "muscle pain", "arthralgia", "joint pain", "skin rashes", "dizziness", "insomnia", "sibo", "chronic gastritis", "tachycardia¿, ¿palpitations¿, "loss of consciousness¿, "chronic fatigue without being able to sleep at all¿, "numb hands¿, "periprosthetic capsule tissue. Fibrosis, stromal sclerosis. Psuedosynovial hyperplasia with multinucleate gigantocellular reaction to foreign body, mild chronic inflammation". The device has been explanted. This record is regarding the left side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.